Event description:
On 04/06: customer reports fluoro failed during a retrograde cystogram, patient information not available. Patient was moved to another room and procedure completed without further incident. No reported injury.

Manufacturer narrative:
Field service engineer troubleshoot the reported problem according to the hut service manual, and reseated the connection on the photo multiplier tube cable. The field service engineer verified proper operations, per the service manual and returned system to full service.